Manufacturer narrative:
Upon further review of this complaint, it was determined that the date received by manufacturer was incorrectly documented as (B)(4) 2016 on the previous report. The correct date received by manufacturer was (B)(4) 2016. This information has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was damaged upon receipt. It was determined that the device was fully intact and the housing was damaged. It was further determined that the device was not functioning, the triggers were sticking, the housing was cracked and there was a missing yellow line/marking on disconnect sleeve. It was noted that these issues were consistent with improper handling/improper care. Therefore; the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during pre-surgery, it was discovered that the battery handpiece device was broken. During in-house engineering evaluation, it was observed that the device was not functioning, the triggers were sticking, the housing was cracked and there was a missing yellow line/marking on disconnect sleeve. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.